Event description:
This rv lead was implanted on (B)(6) 2002 and remains implanted. It was reported to technical services on (B)(6) 12 that this patient has an infection. They were referred to an infectious disease physician and will start antibiotics. They are working with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).